Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that she was experiencing high blood glucose of 600 mg/dl. She called the doctor and treated with manual injection. The customer changed the set and the settings were checked but the customer stated that her blood glucose was still over 600 mg/dl. Customer was advised to go to the emergency room. Customer called back on (B)(6) 2015 and reported she was hospitalized on (B)(6) 2015 with high blood glucose over 735 mg/dl. Customer stated that this was an insulin pump she had just received the day prior to the incident. Customer stated she had been on backup plan since the hospitalization per doctor's instructions. Customer did not have the device at the time of the call and would call back.